Event description:
It was reported that when the patient presented in-clinic for a follow-up, multiple stored vf episodes due to noise and oversensing were observed on rv lead channel. Externalized conductors were suspected. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
External insulation abrasion was noted at 20.0cm from the connector pin. Internal insulation abrasion was noted at 33.5-34.3cm from the connector pin. Internal insulation abrasion under the rv shock coil was noted at 4.5cm from the lead tip. The inner coil was exposed. The etfe coating was intact at these locations. Externalized conductors due to internal insulation abrasion were noted at 41.0-44.0cm from the connector pin. The etfe coating was abraded at this location. This and the exposed inner coil are consistent with the complaint of noise.